Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter¿s technical service center to report a system error 2367 on the home choice (hc) device during use, patient connected in dwell. The home patient (hp) had two bags connected. During troubleshooting, there was nothing unusual noted with the supplies. The baxter technical service representative (tsr) assisted the patient in clearing the alarm. The patient planned to complete therapy using manual supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.